Event description:
During an unspecified procedure. The suture broke. The surgeon used another suture to complete the procedure. The hosp has reported taht no pt injury occurred.

Manufacturer narrative:
11/21/96-supplemental report #1 submitted to FDA. Additional data entered in d7, d8 and d9. Corrected data entered in b4 and f8.